Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the service report has been requested from the user facility. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: a 36 hour infusion near completion at 16 hour mark - hourly pump readings show correct however total fluid infused from bag doesn't match..... Although no effect on patient yet [...]

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) statement of bbm australia: we have had numerous attempts over to obtain the biomedical engineering report and also the reported pump in question, however, we have been advised that the pump was examined, calibrated and returned into the demo pool for use within the hospital and is currently in use. The biomedical engineering department has advised that the report is not available for our review.